Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 04-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / right traverses the uterine myometrium and extends into the adjacent pelvic fat') and device dislocation ('migration') in an adult female patient who had essure (batch no. 968212-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, leg pain and follicular cyst of ovary. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: depo provera and toprol. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/unbearable pain"), abdominal pain ("abdominal pain/severe pain/"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), multiple allergies ("allergies to almost anything"), nausea ("nausea"), feeling abnormal ("brain fog"), muscle twitching ("unexplainable twitches"), infection ("random infections"), migraine ("migraines"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental problems"). At the time of the report, the uterine perforation, device dislocation, headache, multiple allergies, nausea, feeling abnormal, muscle twitching, infection and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, pelvic discomfort, back pain, dyspareunia, alopecia and tooth disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, multiple allergies, muscle twitching, nausea, pelvic discomfort, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: trailing coils: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: this linear echogenic structure on the right traverses the uterine myometrium and extends into the adjacent pelvic fat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation lot number [968212 ] is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / right traverses the uterine myometrium and extends into the adjacent pelvic fat') and device dislocation ('migration') in an adult female patient who had essure (batch no. 968212-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, leg pain and follicular cyst of ovary. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: depo provera and toprol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/unbearable pain"), abdominal pain ("abdominal pain/severe pain/"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), multiple allergies ("allergies to almost anything"), nausea ("nausea"), feeling abnormal ("brain fog"), muscle twitching ("unexplainable twitches"), infection ("random infections"), migraine ("migraines"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental problems"). At the time of the report, the uterine perforation, device dislocation, headache, multiple allergies, nausea, feeling abnormal, muscle twitching, infection and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, pelvic discomfort, back pain, dyspareunia, alopecia and tooth disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, multiple allergies, muscle twitching, nausea, pelvic discomfort, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: trailing coils: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: this linear echogenic structure on the right traverses the uterine myometrium and extends into the adjacent pelvic fat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / right traverses the uterine myometrium and extends into the adjacent pelvic fat') and device dislocation ('migration') in an adult female patient who had essure (batch no. 968212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, leg pain and follicular cyst of ovary. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: depo provera and toprol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/unbearable pain"), abdominal pain ("abdominal pain/severe pain/"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), multiple allergies ("allergies to almost anything"), nausea ("nausea"), feeling abnormal ("brain fog"), muscle twitching ("unexplainable twitches"), infection ("random infections"), migraine ("migraines"), alopecia ("excessive hair loss") and tooth disorder ("excessive dental problems"). At the time of the report, the uterine perforation, device dislocation, headache, multiple allergies, nausea, feeling abnormal, muscle twitching, infection and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, pelvic discomfort, back pain, dyspareunia, alopecia and tooth disorder had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, multiple allergies, muscle twitching, nausea, pelvic discomfort, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: trailing coils: left 4, right 4. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: this linear echogenic structure on the right traverses the uterine myometrium and extends into the adjacent pelvic fat. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation. Quality-safety evaluation of ptc: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new events added-migration and perforation were added. Insertion date updated and lawyer were added. Fu 3 an d 4 processed together. On 1-jul-2020: mr received: medical history added, reporter information added and lot no added. Fu 3 an d 4 processed together. Lab data added .perforation updated to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.